Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 75 was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed that during the service center evaluation, the astral device displayed a system fault (sf 75) error message. The device was not in use when the fault occurred; therefore, there was no patient involvement.